Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that this device was experiencing motor noise and low rotation speed. It is unk if the device was being used during surgery. It is unk if injury, delay or medical intervention occurred. There was no additional information provided.